Manufacturer narrative:
Explant was reported due to aortic stenosis. The limited mobility noted at explant was confirmed. All three leaflet contained calcifications and had fibrous thickening. Leaflet 2 contained a tear, which was associated with a calcification. There was fibrous pannus ingrowth on the inflow surface of leaflet 3 and on the outflow surface of leaflets 2 and 3. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined, however the calcification noted on the leaflets would restricted their mobility and could contribute to the reported stenosis.

Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 21 mm trifecta valve was implanted due to endocarditis. On (B)(6) 2019, a re-do avr procedure was performed due to aortic stenosis. The device was exchanged for an edwards inspiris resilia valve. Sclerosis was observed on the rcc and lcc of the explanted valve. The cusps were reported to have limited mobility. The ncc remained soft and no pannus or tears were observed on the valve. The patient was noted to have been prescribed a steroid for 5 years. The valve was reported to have been damaged upon explant.